Event description:
It was reported that this right atrial lead was explanted due to an unknown product performance issue. A new ra lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right atrial lead was explanted due to an unknown product performance issue. A new ra lead was successfully implanted. No additional patient adverse effects were reported. Additional information received indicated this ra lead exhibited an abrupt change in pacing impedances measuring greater than 3000 ohms. Oversensing resulting in false atrial tachycardia (atr) episodes were also reported. Technical services indicated there is evidence to suggest a lead conductor fracture. This lead was not returned to boston scientific for analysis.